Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a surgeon implanted a tecnis 1-piece zcb0000155upside down (inverted) after it was loaded into the cartridge incorrectly. The iol was explanted one week later. Neither an incision enlargement nor a vitrectomy were required. The patient is doing fine. The iol was discarded in the field.